Event description:
Customer reported receiving a blood glucose level of 64 mg/dl and a sensor glucose reading of 92 mg/dl. Customer reported that this large of a difference in values was a recurring issue. Blood glucose level was 120 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.